Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable complete a boot cycle upon powering the device on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After initially verifying the reported issue, physio-control further evaluated the customer¿s device but was unable to duplicate what was reported. Physio performed extensive testing of the device but the reported issue was not observed. The cause of the reported issue could not be conclusively determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was unable complete a boot cycle upon powering the device on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.